Event description:
It was reported to philips that the system went down in the middle of procedure. The system was in clinical use at the time of the reported event. There was no harm reported. Philips has started an investigation of the complaint.